Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with their primary care physician. Upon review, the patient exhibited a heart rate of 30 beats per minute. The patient was sent to the pacemaker clinic which found that the patient¿s right ventricular lead exhibited a loss of capture. The patient¿s lead was reprogrammed. On (B)(6) 2018, the patient¿s right ventricular lead was capped and replaced. The patient was stable.